Manufacturer narrative:
During preventive maintenance , our field service engineer (fse) found that the ventilator had saline ingress onto the expiratory channel board and inspiratory pressure transducer board. Expiratory transducer board was cleaned clear of any saline traces. The fse replaced the expiratory channel board and pressure transducers as a pair. Expiratory pressure transducer was replaced as a precaution, given it is part of the expiratory channel network damaged with saline. Furthermore, sw 8 was installed. After replacing the damaged parts, the ventilator passed all functional and safety tests and was returned for clinical use. The replaced parts were not required for further investigation. Ingress of liquid/corrosive substance onto printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. How the saline spill entered the ventilator has not been determined.

Event description:
During preventive acquaintance it was discovered that the ventilator was contaminated with saline. There was no patient involvement. Manufacturer's ref.#: (B)(4).